Event description:
It was reported that upon prepping the catheter, the staff noticed that the tip was broken inside the balloon. Another catheter was used and worked fine. No patient complications were reported.

Manufacturer narrative:
We received one embolectomy catheter without the stylet wire for examination. There was no packaging received. A closer visual examination found the tubing fracture to be located at the #2 inflation hole. All four inflation holes are collapsed (oval shaped). The break site matches and there are no missing sections. Both windings appear to be in good condition. The balloon latex is showing signs of deterioration (cracks). Deterioration is "a condition usually cased by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloons surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon." A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.